Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve load was visually confirmed. The valve was deployed and dislodged due to one paddle not releasing. A second transcatheter bioprosthetic valve was loaded and advanced in the ascending aorta. The first valve was pushed into the sinus. A snare was used to fix the first valve and the second valve attempted to cross. The patient became hypotensive and cardiopulmonary resuscitation (CPR) was performed. The second valve was withdrawn from the body. Echocardiogram revealed a pericardial effusion, and 300 ml of fluid was drained. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: hypotension is a known adverse effect per the instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The cause of the hypotension was unable to be determined but in this case, could potentially be related to the position of the first valve being in the sinus and disrupting blood flow to the coronary arteries. The angiographic records were reviewed. The cause of the reported valve dislodgement cannot be confirmed because the film starts after the valve dislodged. The film confirmed that the first valve was snared to prevent it being pushed further into the sinuses. There was no indication of how the pericardial effusion and dissection occurred. The cause of the dissection was inquired but unknown. Cardiovascular injury, such as rupture, perforation or dissection, are potential risks associated with the implant of a bioprosthesis valve per the device instructions for use (IFU). In this event, a snare was utilized to fix the first valve after it was pushed into the sinus. Therefore, the snaring process could have contributed to the dissection. Per the device IFU, ¿once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic dysfunction (including device malposition), embolization, stroke, and/or emergent surgery.¿ it should also be noted that the patient received cardiopulmonary resuscitation (CPR) during the valve implant procedure. It is unknown if the chest compressions played a role in the observed pericardial effusion and dissection. Based on the angiographic review, the cause of the pericardial effusion and dissection remains undetermined. If information is provided in the future, a supplemental report will be issued.